Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was being used across the stump of the appendix and some mesentery. The surgeon pushed the green button to start the firing, but the handle would not advance. Was unable to start stapling across the stump. Used another manual stapling handle, but the same issue occurred. After second issue with new gun, surgeon successfully tried a new reload with a new third gun .there was no patient harm. The patient status is alive, no injury.